Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation, however, no testing strips were returned. Retained strip testing on the returned monitor met accuracy criteria and the system performed as expected during the investigation. Functional and thermistor testing were performed on the returned monitor with passing results. A review of in-house testing history for the reported lot was performed and the lot met release criteria. A statistical analysis of the impedance curve generated when the customer obtained the result of 1.7 determined that the curve exhibited a weak slope change, which can contribute to discrepant results. This issue was addressed in (B)(4). The patient had advanced kidney disease at the time of the alleged discrepant result. (B)(4) has identified advanced kidney disease as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of patient conditions that may impact the performance of the assay.

Event description:
The caller reported a variance between the inratio inr results and an alternate poc device. The results were as follows: (B)(6): inratio inr result=1.9 (increased coumadin dose) , (B)(6): inratio inr result=1.7 , (B)(6): poc inr result=3.2. The patient's therapeutic range was 2-3. There was no adverse event. The patient had advanced stage kidney disease and has dialysis daily which includes a heparin flush. The patient also stated they have been using the inratio meter with medical conditions without many issues. There was no additional information provided.